Manufacturer narrative:
(B)(4). Visual and functional analysis was performed on the returned device. A longitudinal rupture was noted and was likely what the account perceived as the leak; therefore, the leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, 90% stenosed, de novo, mid right coronary artery (rca) the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) was attempted to be used when a leak in the device was noted. The device was removed and a different bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.